Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported fractured device; however, provided information stated the size of device selected at primary surgery may have been a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of broken femoral stem.